Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, wear abrasion, two curved openings on the posterior side. A leak test and microscopic analysis were performed which identified: a smooth crease opening on the posterior side and a striated opening on the posterior side. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the posterior side due to a fold flaw opening, and a striated opening on the posterior side due to surgical damage consistent the use of some surgical tool. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.